Event description:
Patient was a level 1 trauma: pedestrian v. Vehicle. Cxr (chest x-ray) in ER (emergency room) was suspicious for aortic injury and fast (focused assessment with sonography for trauma) scan was positive. Patient was taken to CT for CT with IV contrast, but the contrast injector malfunctioned. Md ordered CT of c/a/p (chest, abdomen, and pelvis) and t (thoracic) and l (lumbar) spine w/o contrast, limiting the diagnostic ability of vascular injuries. Patient was taken to or (operating room) for exploratory laparotomy and then to sticu (surgical trauma intensive care unit). Patient arrested in sticu and was unable to be resuscitated.